Manufacturer narrative:
(B)(4). The non-medtronic service provider evaluated the ventilator and replaced the power supply. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator was not running on alternating current (ac) power. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.